Event description:
The facility has been contacted for info on this incident. The pt became unresponsive and a code was called. The blood was returned to the pt. The pt became alert and responsive. The pt currently receives subsequent dialysis with use of this dialyzer with no further incident. Of note: as of today, no further info has been received.